Manufacturer narrative:
This is the tenth of twenty-one reports in relation to the journal article. During evaluation and investigation, the implant was not available for analysis. The implant is not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
This report is being filed after the review of the following journal article: deheer, p. A., patel, s., & standish, s. N. (2020). Procedure-specific hardware removal after evans osteotomy. Journal of the american podiatric medical association, 110(2). Doi:10.7547/17-096. In this study, a retrospective review was performed of 47 consecutive patients who underwent an evans calcaneal osteotomy between october 1, 2013, and october 1, 2016. The evans procedure was performed utilizing the paragon 28 hevans plate and r3con screws for fixation, and the paragon 28 preserve evans lateral column lengthening graft. The mean age of the patients was 21.6 years with a standard deviation of 16.9 years, with the youngest patient being 5 years old and oldest 65 years old. Seventy procedures were performed throughout the course of investigation. Hardware removal of the plate and associated screws was required after confirmed radiographic healing in 16 patients and 21 feet due to pain related to the hardware. Hardware removal procedures were performed in the range of 106 to 993 days. All of the patients requiring hardware removal reported complete resolution of their symptoms 4 weeks postoperatively.